Event description:
Hm periodic recording shows ff oversensing on atrial dipoles. Advised to evaluate further with x-ray. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Per bio-libra study, subject had a chest x-ray on (B)(6) 2021 that revealed the rv lead was dislodged. Lead revision completed on (B)(6) 2021 without complication. Discharged home. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.